Manufacturer narrative:
The customer stated that there have been no further issues.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of questionable results for multiple tests for 2 patients tested on a cobas 6000 c (501) module. Of the data provided, 1 patient had a reportable malfunction for ca2 calcium gen.2, gluc3 glucose hk gen.3, tp2 total protein gen.2, and bilt3 bilirubin total gen.3 and 1 patient had a reportable malfunction for ise indirect ci for gen.2. Patient 1 initial ca2 result was 4.2 mg/dl with a repeat result of 9.2 mg/dl. Patient 1 initial gluc3 result was 56 mg/dl with a repeat result of 95 mg/dl. Patient 1 initial tp2 result was 5.1 g/dl with a repeat result of 7.8 g/dl. Patient 1 initial bilt3 result was 0.6 mg/dl with a repeat result of 0.9 mg/dl. Patient 1 initial results were released outside of the laboratory. Based on the initial ca2 result and the patient's initial diagnosis of chest pain, the patient was started on a calcium and magnesium intravenous therapy (IV). Bubbles were removed from the initial sample and repeat testing was performed. Once the repeat results were released outside of the laboratory, the calcium and magnesium IV was stopped. The estimated duration of the IV administration was "not over 30 minutes." It was stated that there was no further treatment or hospitalization due to the event. Patient 2 on (B)(6) 2018 had an initial chloride result of 60 mmol/l with a repeat result of 94.9 mmol/l. The initial results for patient 2 were not released outside of the laboratory and there was no adverse event. The repeat results for both patients were deemed to be correct. The ca2 reagent lot was 308775 with an expiration date that was requested but not provided. For the gluc3 reagent, the tp2 reagent, the bilt3 reagent, and the chloride electrode lot information, the information was requested but was not provided. The field engineering specialist determined the root cause was that the ultrasonic mixer cover was misaligned and scraping the top of reaction cells. White dust was found inside and on top of reaction cells. He adjusted the mixer cover and replaced the reaction cells. He performed probe checks, rinse level checks, gear pump check, cell blank, and ise precision. All results were acceptable.